Manufacturer narrative:
The investigation performed by the field service engineer concluded that the system issue experienced by the site was associated was associated with the patient side cart medical grade power supply (mgps). The mgps converts the ac power from the wall socket (through the power cord) and converts it to dc power for use on the system. The mgps was replaced to repair the system. The mgps was returned to isi for evaluation. Engineering replicated the failure mode experienced by the site. The mgps was installed on an intuitive surgical, inc. (Isi) in-house surgeon side cart (ssc). The ssc did not power on with the mgps installed. A visual inspection of the mgps found that it was in good condition. As of (B)(6) 2013, there have been no reported recurrences of this failure mode at this hospital.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, when the site powered on the system, the surgeon side cart (ssc) lost power. The intuitive surgical, inc. (Isi) clinical sales representative was on-site when the site experienced the power issue. The csr attempted to power on the ssc; however, the issue recurred. The surgeon aborted the planned surgical procedure and re-scheduled it for a later date. No patient harm was reported.